Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2008. Approximately 15 years and 7 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: periprosthetic osteolysis of internal prosthetic right knee joint notably, there was severe reactive synovitis and joint effusion consistent with polyethylene wear. A total synovectomy was performed. The tibial insert was removed which was found to have significant medial sided wear. On inspection, the femoral component was well fixed with only a small amount of osteolysis on the posterolateral condyle. The tibial component was also well-fixed. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.